Manufacturer narrative:
This medwatch is being submitted in response to pilling surgical receiving the attached user/facility report #(B)(4) from the (B)(6) medical center in (B)(6). Per this report, the head of the valvulotome (dilator) detached during bypass procedure. The detached portion of the device was able to be retrieved successfully, however, it did require an extension of the original incision and prolonged the time of the procedure. No further or permanent pt injuries were reported due to this issue. The hospital stated that the actual device involved in the reported incident was not available for pilling to review, and it has not been returned to pilling surgical for evaluation. Therefore, no conclusion could be drawn at this time. Pilling surgical will consider this issue to be closed at this time. However, pilling surgical will reopen this investigation if more info becomes available.

Event description:
The tip of the dilator disengaged from the shaft inside a blood vessel during a surgical procedure. This caused damage to the vessel end. This required an extension of the incision and prolonged procedure time. No permanent injuries were incurred and the detached tip was able to be retrieved. Ref u/f: (B)(4).